Event description:
A malfunction code of malf 12 was reported by the customer, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue returns.